Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this record pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-02138 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2017-02139 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the cardia and antrum part of stomach during a hemostasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Eventually, the clip was released after jiggling the device and it was also noted that the spring in the handle protruded. The same issue occurred with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip device and a different device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.